Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post-implant follow-up, the patient present with chest pain. Diagnostic imaging revealed a cardiac perforation of the right ventricle caused by the right ventricular (rv) lead. During rv lead revision the helix was unable to retract so the rv lead was explanted and replaced to resolve the event. The physician believes the cause was due to the rv lead being fixated into soft tissue and bad positioning. The patient was stable with no adverse consequences.